Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. The patient reported experiencing ineffective stimulation. The patient stated she has pain and the scs system is ineffective in resolving her pain. The patient stated reprogramming helped, but the stimulation is not working the way she desires it to work. The patient indicated she does not wish to pursue further intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.